Event description:
This report summarizes 6 malfunction events where a midwest e pro 1:5 high speed contra angle attachment handpiece would not hold burs. No injury resulted.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(6); (B)(6); (B)(6). 6 of 6 devices were returned for evaluation. Evaluation of 1 device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer. Evaluation of 5 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.